Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, the r-unit (charge coupled device) was broken, stripes were in image and no image displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable and r-unit were broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device cannot white balance and there is poor image quality in 3d. There were no reports of patient harm.